Event description:
Additional information was received stating that the nurse was still using the defective handheld device. A replacement handheld device was provided, but the defective handheld device has not been returned to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 08/25/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/25/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the nurse¿s handheld device was not holding a charge once unplugged from the ac adaptor. The handheld power supply had a faulty connection that would not remain connected. The suspect medical device has not been returned to date.